Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported event of capsule damage is related to rapid delivery of the iol while exiting the lens injector.

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. Intraoperatively the capsule tore, which resulted in vitreous loss. The incision was enlarged and the crystalens iol was removed and replaced with a different lens model. A vitrectomy was performed and the incision was sutured. Reference MDR #2031924-2010-00002.